Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse provided guidance for the customer to clean the large syringe z-axis lead screw. The component was cleaned and the device subsequently ran without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the large syringe.

Event description:
On (B)(6) 2016, the customer reported a large syringe error with their g8 analyzer. Technical support (ts) instructed the customer to check the hemolysis wash (which was full); then suggested they change the sample needle. Ts followed up with the customer again later that day and they reported still receiving "706 l syringe errors" even after replacing the needle. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.